Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock due to oversensing of noise. An x-ray was taken and showed that the tip of the electrode had migrated towards the patient's right pectoral along with possible adipose tissue under the generator. The noise was reproduced with isometrics testing in all three vectors. Technical services (ts) provided troubleshooting. This system was reprogrammed to the alternate vector. No additional adverse patient effects were reported. Currently, this s-ICD system remains in service.